Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Revision surgery was scheduled for 07-jun-2025 due migration.

Manufacturer narrative:
Additional information: according to the information received from the field the abi electrode paddle moved from its intended position. The device was explanted, however it has not been received for investigation yet.

Event description:
Revision surgery was scheduled for (B)(6) 2025 due migration.

Event description:
Revision surgery was scheduled for (B)(6) 2025, due migration.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a migration of the abi electrode paddle from its intended position. This is a final report.